Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported the patient was admitted to the hospital due to an infection on (B)(6) 2023. The patient was declared septic and intubated. The system was explanted on (B)(6) 2023 wherein it was found the infection had spread. The patient passed away on 2 (B)(6) 2023.

Event description:
Related manufacturer reference number: 1627487-2023-05606, 3006705815-2024-01381, 3006705815-2024-01382, 1627487-2024-07084, 1627487-2024-07085.

Manufacturer narrative:
Manufacturing investigation: a review of device history records (DHR), for zfin work order # (B)(4), part # 600183956 rev b, batch # 9167757, and associated lower-level assembly zsmi work order # (B)(4), part # 600054127 rev c, batch # 9108901, were conducted and no issues were found. Units that were released into component goods passed all manufacturing visual inspection and functional testing requirements with no associated rework or ncmr. Specifically, for s/n (B)(6), DHR review confirms sterilization requirements were met (sterilization lot 35852). Based on the investigation performed, there is no indication of any nonconformance from manufacturing process, and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.